Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone to have experienced high blood glucose reading of 455 mg/dl due to battery issues. Customer stated that the insulin pump battery did not last long. Troubleshooting on low battery was performed and completed. Customer treated with manual injection for the high blood glucose and declined troubleshooting. The customer was advised to monitor the insulin pump and call back if issue recurs and revert to back-up plan if needed. The insulin pump is not expected to return for analysis.